Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced a failure code 94 at power on. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the device configuration setting not being set to zero and low battery voltage. To correct the condition, all device configuration settings were reset, and the main battery was replaced. If any additional information is received, a follow-up MDR will be sent.